Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient received inappropriate therapies due to noise on this rv lead. The impedance trend also showed steady increase over the last 6 months. Lead was capped and replaced. Should additional information become available, this file will be updated.